Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient had a lot of pain in area of pump. The patient noted they have had the pain for about a month. The patient has not seen the healthcare professional (hcp) yet. No further complications were reported/anticipated.